Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia following high physical activity and a larger-than-usual meal announcement, with device low and urgent low alerts reported and self-treatment using fast-acting carbohydrates administered twice. Symptoms included shakiness, hazy cognition, and marked fatigue without loss of consciousness. Outcomes included temporary functional impairment without medical intervention, hospitalization, rescue medication administration, or loss of consciousness, and the user recovered at home. Investigation included a review of device alerts, blood glucose trend history, and troubleshooting with user education. Investigation of this case revealed no device malfunction reported, the device delivered alerts as expected, and the event cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.